Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer stated that she was driving and kept hitting the curb about 5 times. She noted that she had almost hit a car as well. The customer did not observe any significant events leading to the hospitalization. She stated that she probably did not eat enough for lunch. The customer's blood glucose was 58 mg/dl. She declined troubleshooting for the low blood glucose. She advised that she had called right after the incident and already performed troubleshooting for the matter. She stated that, in the past, she had manually injection 40 units of insulin unknowingly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.